Event description:
When patient does a check strip test sometimes it comes back with a not ok message. The redo check message is also on the screen. Patient did not experience any symptoms. Patient did not seek medical attention or call md. Customer service tried to do a check strip test wtih patient on the phone and error 2 message kept appearing on the screen after patient turned the check strip over to side 2. Customer service was unable to resolve the error messages and sent patient a new meter.